Event description:
Patient confused and put into posey enclosure bed, patient pulled zipper apart and fell out of bed fracturing ankle. Dates of use: 2008 (2 days). Diagnosis or reason for use: alzheimer.